Event description:
Customer reported that another co pump kept alarming during a piggyback infusion. The nurse stopped the pump and observed a broken spike from the ca300 in the IV tubing. There was no pt impact.